Event description:
It was reported that (1) al326 device was used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon went to fire the instrument for the first time in the case. No clips came out of the applier. The surgeon fired the clip applier in the air and still no clips came from the applier. The surgeon opened another clip applier and proceeded with the case. There was no consequences to the pt.